Manufacturer narrative:
(B)(6): anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1021789.

Event description:
It was reported that a patient underwent a low anterior resection procedure on (B)(6) 2011 and a reservoir was connected to a drain in the rectum. On (B)(6) 2011, the anti-reflux valve of the reservoir was found detached. It fell into the reservoir. The reservoir was continued to be used and it was kept lower than the insertion site to keep the fluid from flowing backwards. Then drain and the reservoir were removed from the patient's body on (B)(6) 2011. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the anti-reflux valve was found detached inside the bulb. . In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.